Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer has used all test strips of this lot. There is no test strip left.

Event description:
It was reported the patient received the following results within 15 minutes: 154 mg/dl and 49 mg/dl. On a different date the patient received the following results within 15 minutes: 20 mg/dl and 91 mg/dl.